Event description:
Hohn line found to have one lumen w/ obstruction early morning, concern for clot. Heparin was ordered to clear line. On flushing in the morning, minimal pressure was applied by patient nurse w/ subsequent rupture of the external portion of one of the lumens of the line. Ruptured lumen was clamped between the rupture and the patient to ensure no free air entered the line. Entered as patient harm due to patient requiring additional peripheral IV placed w/ need for hohn replacement. Patient w/ no adverse effects otherwise at this time.